Event description:
In 2008 email. Results: date: on the same day, inratio: 4.9, lab: 3.4. Date: on the same day, 30 min. Later, inratio: 5.1, lab: 3.5.

Manufacturer narrative:
In 2008: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 4.9, lab: 3.4, mean: 4.2, confidence limits: 2.4-6.1; inratio: 5.1, lab: 3.5, mean: 4.3, confidence limits: 2.5-6.5. 30 mins. Are conducted between the two test. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant with the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is return. Inratio precision data provided by end-user lot: 2008, lab: mean: 3.5, sd: 0.1, %cv: 2.0. The 2.0 % cv is less than 20%. Inratio meter: mean: 5.0, sd: 0.1, %cv: 2.8. The 2.8% cv is less than 20%. Both lab and inratio meter results passes the criteria for precision. Hence, no further testing is required at this time. As of 2009, the meter is expected to return. Hence, further investigation will be required.